Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved three separate delivery accuracy tests and showed that the pump delivered within the pump's delivery accuracy manufacturing specifications. Based on the investigation, the under infusion complaint allegation was not confirmed. The problem source is listed as unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump under infused, 17.9ml and 18.7ml. No adverse effects were reported.